Event description:
It was reported that far r-wave oversensing was observed. Recommended programming changes were made to device. No further issues were reported. No patient symptoms reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.